Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as date of birth, weight, ethnicity or race. The access sensitive estradiol snse2 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. False low snse2 results were generated for the patient sample in this event. The patient in this event was reported to be taking exogenous estradiol. In an internal study, bi-directional interference was identified with metabolites estrone and estrone-3-sulfate associated with exogenous estradiol. An oral notification was made to customers before the date of the event and a notification letter was added by distributor to all snse2 reagents packs since 23may2021. It contained the information that ¿the low snse2 results are due to exogenous estradiol interference" and that "the access sensitive estradiol assay results are not intended to be used to measure the effectiveness of exogeneous estradiol supplementation¿. In conclusion, the cause of the event is a user error as the customer was orally informed that low snse2 results are due to exogenous estradiol interference and that "the access sensitive estradiol assay results are not intended to be used to measure the effectiveness of exogeneous estradiol supplementation". Note: the snse2 product lot number 966030 was manufactured in (B)(4) (site not FDA certified) and only distributed in (B)(4). This product is identical to the snse2 product manufactured in clare and distributed worldwide (same part number b84493). This report is sent under the clare registration number as a similar product. The manufacturing site name and address for the product lot number involved in this event are: (B)(4).

Event description:
On (B)(6) 2021, the customer reported obtaining unexpected low sensitive estradiol (access snse2, part number b84493, lot number 966030) patient results involving the laboratory's unicel dxi 800 access immunoassay analyzer (part number 973100, serial number (B)(4)). On (B)(6) 2021, the initial snse2 patient result was unexpected low at 11.8 pg/ml (snse2 reportable range is 15.0 pg/ml) which was discordant with the b-mode ultrasound result and historical patient data. Indeed on (B)(6) 2021 the access estradiol e2 (part number 33540) patient result was 37 pg/ml. Based on the low access snse2 result, the patient was intake estradiol valerate tablets: progynova. The patient who is a (B)(6) years¿ female was in perimenopause and had abnormal uterine bleeding. After 15 days of progynova, the patient was retested on (B)(6) 2021 and the snse2 patient result was similar low at 13.22 pg/ml. Upon repeat (same sample) the snse2 result was at 7.57 pg/ml. These access snse2 results were again discordant with the new b-mode ultrasound result performed. The day after, on (B)(6) 2021, the same sample patient was retested on another beckman coulter analyzer with a lower snse2 result (0 pg/ml), and on the roche platform with a result of 16.82 pg/ml and with the access e2 assay with the expected result of 68 pg/ml. No data was provided. On (B)(6) 2021, the patient stopped to take progynova according to the e2 result and the b mode ultrasound result. Per customer statement, the patient should not be intake progynova if the estradiol result is about 30- 40 pg/ml or higher. No hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. Calibration passed on 28may2021 by using the reagent lot of 966030 and calibrator lot of 988964. Qc was passing within the laboratory¿s established ranges. No system check was provided for review. There was no report of sample integrity issues. No further sample information was provided. Two (2) medwatch reports will be generated to address customer reports of changes to patient treatment. Medwatch number ¿9680746-2021-00046¿ will address the unexpected low snse2 result obtained on (B)(6) 2021 that led to the progynova prescription. Medwatch number ¿9680746-2021-00047¿ will address the low snse2 results obtained on (B)(6) 2021 as patient did not stop taking progynova at this date and took progynova for one supplemental day.